Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. This is 1 of 2 related events. The following information was provided by the initial reporter: this is a report about a needle npe bent and clog. According to the user's report, the needle stuck in rubber stopper and could not be removed. The drug solution did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. Investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from lot. No. 2060475, cat. No. 320559. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on one sample. Due to the condition this sample was returned no clog test could be carried out. A clog test was carried out on the remaining sample and no issues were observed. A functionality test as per was carried out on both returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to determine root cause.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. This is 1 of 2 related events. The following information was provided by the initial reporter: this is a report about a needle npe bent and clog. According to the user's report, the needle stuck in rubber stopper and could not be removed. The drug solution did not come out.